Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The test minilink transmitter communicated properly to the pump. The blood glucose was entered and the blood glucose value was displayed on the sensor graph properly. No unexpected calibration error alarm anomaly noted. The insulin pump had cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having sensor discrepancies. The customer¿s sensor glucose reading was 112 mg/dl while their blood glucose reading was 33 mg/dl. The insulin delivery was not suspended due to the sensor glucose value. The customer declined troubleshooting for the low blood glucose. They treated with juice. Additionally, the customer reported that there was a crack on the corner of the insulin pump¿s screen. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.